Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to the procedure, the patient's pacemaker exhibited loss of capture. The pacemaker was explanted and replaced. The patient had no adverse consequences.